Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been explanted due to infection. Replacement was reportedly with a non-boston scientific system; no return of product is expected. The patient advocate reported the patient had been quite ill but has since recovered.